Event description:
Philips received a complaint by the customer on the v60 indicating that the devices screen was blank and not responding. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.

Manufacturer narrative:
Per source notes, the touchscreen has been shipped for replacement. However, multiple attempts have been made on 21nov2024, 04dec2024, and 20dec2024 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.